Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: (B)(4) customer samples were returned and tested under pressurized conditions with no leakage defects identified. A review of the device history record was completed for batch 7051592 manufactured february 2017. All inspections were in compliance with requirements. Conclusion: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set had 2 instances of blood leakage, 1 with each lot #, 5140634 and 7051592. The leakage occurred near the wingset end. No injury or medical intervention reported.